Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered into safety mode. The patient was laying in the bed when heard the device beeping and then a shock was delivered. It was discussed that possibly when the device reverted into safety mode, myopotential over sensing caused the shock. The device has been explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered into safety mode. The patient was laying in the bed when heard the device beeping and then a shock was delivered. It was discussed that possibly when the device reverted into safety mode, myopotential over sensing caused the shock. The device has been explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.